Event description:
During an in clinic follow-up, the device was found to be at end of service (eos). Abbott technical support reviewed device session records and confirmed premature battery depletion. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received at end of service (eos) voltage level. The device image was reviewed and revealed the battery voltage level dropped rapidly. Further analysis was performed by cutting open the device to make direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. Additional hybrid testing concluded that a capacitor anomaly was the cause of high current drain and premature battery depletion.